Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3012790575-2023-00006.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, and h10. The complaint was not confirmed. Based on the investigation, there was not fault found. This complaint handpiece has been in the field for over 2 years. It is recommended to disposition the complaint handpiece as scrap. The complaint was not confirmed. Based on the investigation, there was not fault found. It is recommended to disposition the complaint 3-in-1 shaver as scrap. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3012790575-2023-00006-1.

Event description:
There is no additional information available regarding the event.

Event description:
It was reported that during surgery on (B)(6) 2023, the barrel of the device got quite hot and burned the patient's skin. The nurses were unsure if it was user error. It is unknown if there was a delay in procedure or if an alternate device was used to complete the procedure. Due diligence is in process and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.